Manufacturer narrative:
Updated fields: d4, d8, h4, h6. This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Olympus provided the following result of the culture tests, performed at the third-party labs: olympus hmi results 1st sampling: non-conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: paenibacillus glucanolyticus. Olympus hmi results 2nd sampling: non-conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: staphylococcus hominis; psychrobacter sp; paenibacillus sp; dermacoccus sp; paenibacillus glucanolyticus. Olympus hmi results 3rd sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: staphylococcus hominis; bacillus subtilis; paenibacillus glucanolyticus. The device was evaluated where foreign material was found in the air/water cylinder, air/water tube, suction cylinder, jet tube, and channel tube. Based on the results of the investigation, a root cause could not be determined. There could potentially be a correlation between the current device status and cause of contamination. There was several damages and foreign objects within the device/ channel system. In general, damages (e.g. Scratches, cracks, creases, kinks, foreign material) could be a source of microorganisms particularly when combined with poor reprocessing. No details regarding customer cleaned, disinfected, sterilized (cds) available to review and for comparison with a validated procedure from our instructions for use (IFU). The first hygiene microbiological investigation (hmi's) by olympus confirmed contamination. After repair and replacement of the channel system, the olympus hmi was negative/ conform. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.